Manufacturer narrative:
This is an initial report and the product has not yet been received for evaluation. Should the device be returned, the device evaluation data will be included in a follow-up report.

Event description:
The customer reported that during a patient procedure, using a glidescope avl monitor, there was no image and an error message said that the baton was not plugged in, even though it was. A delay in the procedure of approximately one (1) minute occurred as a back-up avl system was obtained. No harm to patient or user was reported.